Manufacturer narrative:
The lot number for the device were provided, a manufacturing review was performed. The sample was not returned to the manufacturer for evaluation. The investigation was inconclusive for the reported detached and the outer layer peeled off. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model cre14s recanalization catheters allegedly detached and material deformation. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient's age, sex and weight were unknown.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model cre14s recanalization catheters allegedly detached and material deformation. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient's age, sex and weight were unknown.

Manufacturer narrative:
H10: the previously reported MDR was submitted with an inaccurate FDA rn number. The correct rn number should be 2020394 for this report. H10: the lot number for the device were provided, a manufacturing review was performed. The sample was not returned to the manufacturer for evaluation. The investigation was inconclusive for the reported detached and the outer layer peeled off. The device is labeled for single use. H11: d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.